Event description:
It was reported that the customer's insulin pump squirted out the insulin during rewind. Troubleshooting was performed, and the motor displacement test could not pass. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. Unable to prime during the prime test due to loose drive support disk. No prime alarm. Motor passed motor test.